Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jul-2019 with the following findings: the pump powered on and the display was blank. The keypad button response was not able to be tested due to the blank screen. The pump was opened and there was moisture corrosion found on keypad flex and display flex connectors. A leak test failed at a battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 27-jun-2019, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all of the keypad buttons were under responsive with moisture behind the display and in the battery compartment. The patient¿s blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500 mg/dl with no reported additional signs or symptoms, which does not meet the animas criteria for an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.